Manufacturer narrative:
The customer returned his meter. Device evaluation on the returned meter did not confirm the reading high complaint and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. It is unknown when the customer had the medical event. The meter memory log shows that the night before the event, at 9:46 pm, the customer had a low reading of 68 mg/dl. On the following day, (day of the event), the customer had another low reading of 70 mg/dl at 5:06 am. The meter memory log also shows a reading of 424 mg/dl the following day, at 2:07 pm.

Event description:
A customer called adc customer service on 17may2008 and reported that in 2008, he lost consciousness, fell on the floor and broke four ribs because his freestyle freedom blood glucose meter was reportedly high when the blood glucose was low. Additionally, the customer reported experiencing symptoms of numbness in his lips and sweatiness. The paramedics were called and transported him to the hospital where he was reportedly diagnosed with severe hypoglycemia, but he could not reportedly remember the treatment he had in the hospital. There was no report of death or permanent impairment associated with this event.